Manufacturer narrative:
G4: 18feb2020. B4: 19feb2020. The service engineer (se) inspected the device. The se found multiple error codes indicating a primary alarm failed , low rate error code, power has been restored alarm and proximal pressure line disconnect. The se also found the ventilator case was damaged, screen had discoloration, distorted and had lack of luminance. The se replaced the display, power management board, front bezel and gas delivery system (gds) to address the issue. The unit was tested and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
It was reported that the ventilators display was not functioning and the device was alarming. The screen does turn on and off intermittently and removing the battery and putting back in will allow screen to function. There was no patient involvement.